Manufacturer narrative:
The device was not received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
The report received from the USA stating that the device was "overheating and error message on console". The device was being used during knee surgery. There was no reported pt or user injuries. The date of the event is unk. There was no additional information provided.